Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was pinhole in the seam on the lower left hand side of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag which resulted in a leak. The issue was identified after filling, prior to release from the facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: july 26, 2022 - july 27, 2022. H10: the device was received for evaluation. Visual inspection was performed and observed a tear at the lower left side edge. Functional testing was performed using tap water which identified a leak only at the lower left side edge of bag. Additional magnified inspection verified a tear/hole in the lower left side edge of container where the leak was observed during testing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.